Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cocked stopper was observed. Root cause description: based on the investigation, the potential root cause for the cocked stopper was determined to be improper assembly at the metro, where the stopper is pushed into the cap. If a stopper goes into the rail crooked or cocked it can potentially go into a cap and placed on a tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper of the bd vacutainer® plus plastic citrate tube was installed slanting. Found before use. No reports of serious injury or medical intervention noted.